Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery and e70 alarm confirmed in the history file. Pump passed rewind, basic occlusion, prime/a33 and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit was program with glucose sensor simulator and minilink transmitter and unit communicated properly. No unexpected lost sensor alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a motor error alarm. Customer did report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer settings would go back to zero. Customer was advised that insulin pump would need to be replaced.